Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The end user states the leg of the transfer bench is broken.